Event description:
Litigation papers allege that the patient exhibits signs of severly elevated blood ion levels of chromium and cobalt, and upon revision of the left asr acetabular hip implant, exhibited severe metallosis, tissue poisoning and toxicity. Update: (B)(4) 2012 - plaintiff's preliminary disclosure form received which identified part and lot numbers.

Event description:
Litigation papers allege that the patient exhibits signs of severly elevated blood ion levels of chromium and cobalt, and upon revision of the left asr acetabular hip implant, exhibited severe metallosis, tissue poisoning and toxicity. **update** 04/23/2012 - plaintiff's preliminary disclosure form received which identified part and lot numbers. Complaint and mdrs updated. There is no new information that would change the outcome of the investigation. **update** 1/10/2013 - plaintiff's preliminary disclosure form along with medical records have been received. The medical records noted that the patient has been revised. It was also noted that there was black corrosion along the taper. Stem and sleeve are now being reported for the right side. Complaint has been reopened for further investigation.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
Depuy still considers the investigation closed.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.